Event description:
N/a.

Manufacturer narrative:
Seven images were provided in place of a physical device. Image 1 shows the first web deployed: right ica subtracted lateral oblique dsa, with a little bit of contrast injected. A web is seen in a medium-sized right mca aneurysm. The web is significantly laterally compressed and protrudes into the parent artery, impinging on the upper mca division. The web is not detached. The via is in the distal m1, and the guiding catheter is just proximal to it. The second image shows extravasation: right ica lateral oblique dsa. The web, via, and guiding catheter are obscured by the contrast. There is marked contrast extravasation of contrast around the aneurysm, with permeation of the adjoining subarachnoid space. The third image shows web deployed post rupture: right ica subtracted lateral oblique dsa, with a little bit of contrast injected. The web is slightly folded in its superior mid-portion. There is still extravasation. Based on this image alone, the relationship of the web to the m1 and the outgoing m2 branches cannot be determined. The fourth image shows web post detachment: right ica subtracted lateral oblique dsa. The web has been detached; its base is invaginated. There is still substantial extravasation of contrast material into the subarachnoid space. The fifth image shows web plus coils: right ica subtracted lateral oblique dsa. Coils have been added to the residual aneurysm proximal to the invaginated web. That portion of the aneurysm is still filling through the loose coils. The image does not show the relations of the coils to the neck and parent artery. Extravasation has ceased. Image six shows web plus coils: sam as image 5, but less magnified. The last image is the two-month follow-up: right ica subtracted lateral oblique dsa. The image is labeled ¿two-month follow-up¿ but a guiding catheter in the supraclinoid ica and a microcatheter in the mca is visible. There may be more coils in the proximal part of the aneurysm that was coiled before. There appears to be no encroachment on the m1 or the outgoing branches. These image align with the explanation that is provided about the mechanism of rupture during the procedure. This MDR follow-up reference number is MFR # 2032493-2023-00012.